Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.

Event description:
During a laparoscopic nissen procedure, the needle broke. The hosp reported that no pt injury had occurred.